Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic aera/pelvic pain') and genital haemorrhage ('bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses delayed, menstrual disorder and corpus luteum cyst (left). Concomitant products included norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 5 on left cornua and 2 on, right cornua. Patient did not undergo essure confirmation test(s) (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2008: left ovary: left corpus luteum cyst- single simple solid mass. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming- depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. The case was upgraded to incident. Events per pfs: abdominal pain and genital bleeding were added. Outcome of pelvic pain, abdominal pain and genital bleeding were added. Essure removal date and procedure were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic aera/pelvic pain') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure (batch no. 626432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses delayed, menstrual disorder and corpus luteum cyst (left). Concurrent conditions included breast cancer. Concomitant products included fluoxetine since (B)(6) 2014 for depression and anxiety as well as norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy bilateral, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 5 on left cornua and 2 on, right cornua. Patient did not undergo essure confirmation test(s) (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2008: left ovary: left corpus luteum cyst- single simple solid mass. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming- depression. Most recent follow-up information incorporated above includes: on 20-nov-2019: plaintiff fact sheet was received. Reporter information, lot number, events onset date were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic aera/pelvic pain') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure (batch no. 626432-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses delayed, menstrual disorder and corpus luteum cyst (left). Concurrent conditions included breast cancer. Concomitant products included fluoxetine since (B)(6) 2014 for depression and anxiety as well as norethisterone (micronor) from (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy bilateral, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 5 on left cornua and 2 on, right cornua. Patient did not undergo essure confirmation test(s) (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2008: left ovary: left corpus luteum cyst- single simple solid mass. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming- depression. Most recent follow-up information incorporated above includes: on 3-dec-2019: update of information (batch is not valid) product technical problem no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic aera/pelvic pain') in a 36-year-old female patient who had essure (batch no. 626432-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses delayed, menstrual disorder, corpus luteum cyst (left), ovarian cancer, postmenopausal bleeding, leukocytosis and metastatic disease. Concurrent conditions included breast cancer. Concomitant products included fluoxetine since (B)(6) 2014 for depression and anxiety as well as norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy bilateral, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved and the menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 5 on left cornua and 2 on, right cornua. Patient did not undergo essure confirmation test(s) (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2008: left ovary: left corpus luteum cyst- single simple solid mass. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, abdominal pain, depression. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of event abnormal bleeding (vaginal) was updated as recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic aera/pelvic pain') in a 36-year-old female patient who had essure (batch no. 626432-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses delayed, menstrual disorder, corpus luteum cyst (left), ovarian cancer, postmenopausal bleeding, leukocytosis and metastatic disease. Concurrent conditions included breast cancer. Concomitant products included fluoxetine since (B)(6) 2014 for depression and anxiety as well as norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy bilateral, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved and the menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 5 on left cornua and 2 on, right cornua. Patient did not undergo essure confirmation test(s) (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2008: left ovary: left corpus luteum cyst- single simple solid mass. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, abdominal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.